Manufacturer narrative:
The report event of damaged sheath was confirmed. As received, visual inspection showed the returned sheath tip was found broken off. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that during the patients implant procedure the tip of the lead sheath broke off and a fragment remains in the patient. Surgical intervention may be pending to remove the fragment.